Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range (oor) impedance measurement greater than 2000 ohms with high pacing threshold. This lead was surgically abandoned and a new competitor's lead was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received from a field representative indicating that the left ventricular (lv) lead was explanted due to placement difficulty. A new competitor lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.